Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 3-3:30pm on (B)(6) 2017. The patient informed the cca that they manage their diabetes with insulin (no adjustments) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported developing the symptoms of ¿sweaty and clammy¿ 30 minutes after the alleged product issue occurred, however did not report requiring any form of treatment in response to these symptoms. At the time of troubleshooting the cca walked the patient through a re-test and the issue was resolved. There was no misuse and this was not the first time the product had been used. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the alleged issue and reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged meter issue began.